Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the gas spring and verified that the instrument was operational. The cause of the instrument cover falling onto the operator was a malfunction of the gas spring. This instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics has investigated the occurrences of advia centaur xp instrument covers falling during maintenance procedures. When the instrument cover is raised, the cover is supported by a gas spring attached at the middle of the cover. Over time, the gas spring may lose its effectiveness and fail to support the cover in its full or partially open position. This may lead to the cover falling during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 10817522 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) 10817521 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. The umdc/ufsn provides guidance to customers by explaining actions to avoid injury and to contact their siemens technical support representative if the cover cannot stay partially raised. Siemens technical support representatives will be routinely inspecting gas springs on regular preventive maintenance cycles or service visits.

Event description:
The cover of an advia centaur xp instrument fell onto an operator, making contact with their head. The operator went to an emergency room for evaluation. There was a bump on the operator's head that was painful to touch, though no medical treatment or intervention was required.

Manufacturer narrative:
Initial MDR was filed on apr. 4, 2016. Additional information (nov. 15, 2017): siemens has developed a new gas spring design. Siemens customer service engineers are replacing all gas springs with the new gas spring design during upcoming service visits. On dec. 4, 2017, siemens issued a customer notification to customers whose systems have not yet been updated with the new spring design to announce the new gas spring design and remind them that the original gas spring may lose its effectiveness and fail to support the cover in its full or partially open position until their system is updated with the new gas spring design. Customer notification (B)(4) was sent to customers in the us on dec. 4, 2017 and customer notification (B)(4) was sent to customers outside the us in december 2017.